Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm or rewind grinding loud noise anomaly noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump rewind longer, louder during rewind and random delivery alarm. The insulin pump will not be returned for analysis.